Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device is not available for evaluation (remains implanted at this time). However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient¿s other underlying risk factors which included her younger age at implant likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) female clinical trial patient with a bioprosthetic mitral valve was diagnosed with suspected mitral regurgitation and stenosis after an implant duration of four (4) years and six (6) months. Intervention has been scheduled. No other details at this time.

Event description:
The patient underwent transcatheter mitral valve replacement with a 26mm sapien valve. The patient was discharged home in stable condition on postoperative day 5.

Event description:
The valve was reported to be deteriorated.